Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported downstream occlusion which was not reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log however, the alarms may have been true alarms. Evaluation was unable to find any discrepancies related to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion during programming/ setup in the surgery care area. There was no patient involvement. No additional information is available.